Event description:
--

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge time (CT). Monitoring voltage was 2.66 v. CT was 23.8 seconds. This device is part of the mid life display of replacement indicators advisory population. Technical services advised device replacement. No adverse patient effects have been reported.

Manufacturer narrative:
It was later reported that the device was explanted for normal battery depletion. Another boston scientific device was successfully implanted. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q3 2010 product performance report.